Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh revision/removal on (B)(6) 2008 and sometime in (B)(6) 2011 . No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pop. It was reported that the patient underwent mesh removal on (B)(6) 2008 concurrently with pelvisoft mesh implantation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent sigmoid colectomy (end descending colostomy in hartmann¿s pouch) on (B)(6) 2009. It was reported that the patient underwent excision of mesh on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, interstim placement/ loss of sensation in vagina and vaginal scarring. It was reported that patient underwent removal of mesh, rectocele repair and interstim ii placement on (B)(6) 2008 for mesh erosion and had interstim I placement on (B)(6) 2008. Patient also had mesh removal and interstim removal in (B)(6) 2009 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urge incontinence, vaginal mesh erosion and painful sexual intercourse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal dryness.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge. No additional information was provided.